Event description:
Additional information was provided on 20jun2025, that no log files were obtained and there was no patient consequence noted. The reported alarm was identified as a no external power alarm. The mpu did not have a v-lock and the ac power cord did not come loose at the wall outlet or from the back of the unit. No environmental issues were noted to have affected mpu operation. The mpu was returned by the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the recalled mobile power unit (mpu) was alarming. The patient requested a replacement mpu be sent and would take the bad mpu to the hospital next clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the heartmate mobile power unit (mpu) was not confirmed. The provided information indicated no log files were available, there was no patient consequence associated with the reported event, no v-lock was in use at the time of the reported event on the ac power cord, the ac power cord did not come loose from the wall outlet or the back of the unit, and there were no environmental issues that would have affected ac power at the time of the reported event. The mpu was exchanged but will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. Are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.